Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of this issue cannot be conclusively determined. Omsc received the photos of the device. Omsc confirmed that the coating on the outer surface of the jaw had partially come off and there were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. Based on the past similar cases, it was known that the coating was partially come off when the device was scraped by other hard instrument. There is a possibility that the device stopped working since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw, and besides error occurred. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during an uncertain procedure. It was reported that the ptfe pad of the device was missing and the device stopped working. No fragment fell off inside the patient. It was reported that the procedure was completed. There was no patient harm reported. No further information was reported. Olympus medical systems corp. (Omsc) received the photos of the device. And as a result of omsc's investigation, it was found that the coating on the outer surface of the jaw had partially come off. And omsc also found that there was no malfunction which caused or might cause the fragment to fall inside the patient about the ptfe pad.